Event description:
It was reported that the zimmer skin graft mesher was needing repair due to the comb was bent and it was tearing the skin graft.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 8 years old and has been in regularly for service since purchased in 2003. The inspection found that the device was received with a bent comb. The cause of the reported complaint was a bent comb. A bent comb can cause the graft to become embedded in the comb, or torn, when moving through the mesher. The device was serviced and returned to the customer.